Event description:
The customer observed a leak coming from the right side of a coulter lh 750 hematology analyzer. The leak was not contained to the instrument and dripped onto the counter. The identity of the leaked liquid, the volume, and the source of the leak could not be identified by the customer. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched for this event. The field service engineer replaced the tubing going through vl45. The instrument was returned into operation after completion of repairs. The cause of the event was a small hole in the tubing going through vl45. No discrepant results were generated for this event however the failure mode identified may cause flagged or unflagged erroneous differential results, or incomplete computation (nonnumeric) differential results upon recur. (B)(4).